Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n189095, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Event description:
The consumer reported that they had experienced nerve ending connection problems since day 1. Normally when these issues occurred they would use their patient programmer to increase the stimulation from 3.5 to and that would fix the issue. Then they would decrease the stimulation back down. The patient had a revision in (B)(6) 2013 and a second one in late (B)(6) 2013 to try and fix the connection issues. The patient was indicated for non-malignant pain. Clarification of the reason for revision and an outcome has been requested but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had their ins removed because it wasn't working at all. It stopped working about a month after it was implanted. The patient went back in a few times to change things as well. They noted that if they turned their arm they could adjust the stimulation. The patient later stated that it wasn't a problem with the stimulator, but the "connectors". No further complications reported.